Event description:
It was reported that during a da vinci prostatectomy procedure, the tip broke on the large needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. On 3/19/2014, intuitive surgical inc. Contacted the initial reporter of this complaint to obtain additional information. Initial reporter indicated that the cable broke at the tip of the instrument, the paddle did not break. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip close cable broken at the distal idlers. The cable segment stuck out at the instrument's wrist approximately .565. The other cables at the instrument's wrist were not damaged. Failure analysis investigation also found mechanical indentation on the instrument's distal pulley. The pulley appeared to have damage on the same side as the broken cable. The damaged pulley may have contributed the cable breakage. Failure analysis concluded that the pulley damage may have been due to mishandling. No other damage was found.